Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the bd pyxis medstation es was running slow and caused disruption in care. A technical support specialist dialed into the system and made a configuration change to the stations' network settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system was running slow causing a disruption in patient care. The customer did not provide any additional information for this incident. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system running slow due to configuration. A technical support specialist reviewed the configuration, disabled netbios, and contacted the customer to oversee the station's performance. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system was running slow causing a disruption in patient care. The customer did not provide any additional information for this incident. There were no adverse events or injuries reported based on this incident.